Manufacturer narrative:
This supplemental report is being submitted to add information in the report and correct event problems and codes and evaluation codes to reflect additional information olympus obtained. The subject device was returned to olympus for evaluation. As a result of evaluation, olympus confirmed that the probe broke down at 16 mm from the distal end. There was a scratch on the probe. The shape of the fracture surface showed that the crack developed from the scratch as the starting point. The manufacturing history of the subject device was reviewed, with no irregularities noted. This type of probe damage is most likely related to the operator's technique. Based on the past similar cases, it is known that a scratch occurs on the probe since a user output the device contacting with something hard. Then a probe of a device is cracked and broken when the probe is received a load. The exact cause of the error after the replacement of the subject device could not be conclusively determined. However there is a possibility that the error occurred since the probe contacted a hard tissue, metal parts, and operation device, or the user activated output in a liquid. Also it isn't considered that the cause that error disappeared was a replacement of the transducer. The instruction manual of the subject device already states; warnings: do not grasp or let the probe tip contact hard objects such as metal clips, stapler or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus medical systems corp. For evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information or the device is received a later time, this report will be supplemented.

Event description:
The subject device was used during a hemicolectomy. There was only one time when the probe touched a metal staple, there was no error shown. When the user was cutting a epiplon, the probe of this device broke and fell off into the patient's body. The fragment of the probe was retrieved from the patient's body. After replacing the broken device with new one, an error still occurred. The error disappeared after replacing the transducer. The procedure was completed, and there was no patient injury reported.